Event description:
The patient reported experiencing skin irritation on (B)(6) 2026 while using an mcot device with leadwire configuration. The patient experienced multiple symptoms including burning sensation, general redness, irritation, itching, bleeding/discharge, blisters/welts, open sores, rawness/open skin, and scabbing. The patient sought medical treatment for the skin irritation and was treated with prescription medication. The patient did not discontinue service or take a break in service due to the irritation. The patient did not follow the recommended skin preparation steps and instead used alcohol pads. The patient has no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the leadwire adapter was not returned. Theleadwire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives.

Manufacturer narrative:
The patient reported experiencing skin irritation on (B)(6) 2026 while using an mcot device with leadwire configuration. The patient experienced multiple symptoms including burning sensation, general redness, irritation, itching, bleeding/discharge, blisters/welts, open sores, rawness/open skin, and scabbing. The patient sought medical treatment for the skin irritation and was treated with prescription medication. The patient did not discontinue service or take a break in service due to the irritation. The patient did not follow the recommended skin preparation steps and instead used alcohol pads. The patient has no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the leadwire adapter was not returned. Theleadwire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 11 years old. Alo, the patient did not follow the recommended skin preparation steps and instead used alcohol pads.the product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.